Manufacturer narrative:
The cause was investigated and found out that the foreign particles were brought in by the wear of package sealing machine belt. 1. Factory shall immediately check the condition of the sealing machine belt and replace it. 2. Retrain the operation instructions for the operators of the sealing machine so the equipment department is required to maintain the equipment regularly according to the equipment maintenance plan. 3. Strengthen the sampling inspection of process inspection personnel to ensure the recurrence of similar problem. The corrective actions were implemented, and the factory will continuously track the production of three batches of finished products and check the product quality. No similar complaints were found relating to this lot. (B)(4)

Event description:
The following is a legacy complain (B)(4) that was investigated and closed in 2022 but is being re-open in qualio because the incident should have originally been a reportable event. Reference CAPA-34 for explanation. The customer reported a high incident of particles within multiple packages.